Event description:
The customer reported that the rubber bung from the injection port had become detached from the alaris se primary set and was found on the floor. The central line had bleed a small amount out of the port on to the bed and the parenteral nutrition had to be discontinued and replaced with intravenous fluid. The patient was made safe and the central line was clamped to prevent further bleeding. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.